Event description:
Reporting status: serious injury- medical intervention / permanent damage. Reporting rationale: stent compressed in previously deployed stent. Device issue: stent dislodgement. It was reported that a proximal stent was placed in a very narrow ostial lesion in order to be able to access a more distal lesion. An attempt was made to place the vision; however, it became trapped inside the previously deployed stent when the stent delivery sys (sds) was withdrawn. An attempt was then made to withdraw the undeployed stent with balloons and special devices, but it was unsuccessful. The undeployed stent was then compressed inside the previously deployed stent, but half of the compressed stent is protruding into the aorta. The second lesion is still untreated and difficult/impossible to access, because of this protruding portion of the stent. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusions summation- prod performance engineering reviewed the incident info. The instructions for use does caution: "when treating multiple lesions, stent the distal lesion prior to stenting the proximal lesion. Stenting in this order obviates the need to cross the proximal stent in placement of the distal stent, and reduces the chance of dislodging the proximal stent." It is likely that the stent dislodgement is related to the fact that the stent was being placed distal to a previously placed stent. Interaction with the already placed stent likely loosened the stent leading to the dislodgement during retraction of the sds; however, a conclusive root cause cannot be determined.